Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and the (error c-34) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed by failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, erbe had error c-34 when monopolar instrument was used. Bipolar was working fine. Technical support engineer (tse) confirmed errors c-34 and various other erbe related errors. There was no other esu used at the time of the errors. Tse asked caller to power cycle the erbe, which did not solve the issue and confirmed that there has been no change in the set-up. Tse suggested to use the bottom monopolar port which initially seemed to work but after activating the monopolar energy, it generated errors m-11 & c-34. Customer had no other davinci system or forcetriad, only had olympus. At the time of the call surgeon was not sure how he would proceed. There was no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.